Manufacturer narrative:
Product analysis: analysis found that the output connector of the external pulse generator (epg) passed incoming test however when the epg was opened the white ventricular wire disconnected from the printed circuit board (pcb) connector-white wire loose and open ventricular connection. It was further noted that the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) received into service for test and calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.